Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch record review, historical data analysis, and event description and pictures. The pictures show a badly damaged sliding surface where a piece has broken off. However, it is not clear whether this happened during revision surgery or before. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of data and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product no653 - e.motion fp meniscal component f3r 12mm. According to the complaint description, the revision surgery was necessary due to wear of the product, 15 years postoperatively. The medial posterior part of the insert was worn and the contact part with the front of the hook in the center of the tibia was damaged. The damage was confirmed via photo. The surgeon stated that joint may have been loose and overextended. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4) ((B)(4)).